Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that a valiant stent graft was implanted in the patient not the previously reported talent stent graft. Endoanchors were also implanted during this procedure. Endoanchors and a valiant stent graft extension were implanted approximately three years later, not the previously reported talent stent graft. The endoanchors were implanted to prevent late loss of seal and proximal migration of the valiant device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft was implanted in a patient for the for the endovascular treatment of a thoracic aortic aneurysm. Endoanchors and a distal talent stent graft extension were implanted approximately three years later for treatment of neck dilation. 20% localized thrombus and 10% diffuse calcium was reported at the distal seal zone. The current aneurysm diameter is 77mm. There was no tortuosity noted in the distal neck. No additional clinical sequelae were reported and the patient is fine.